Event description:
It was reported that they were trying to start therapy using arctic sun device but were getting a low flow alert (alert 01 and alert 01). They tried filling the reservoir, but it would not take any water. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage. Pump hours were 4107.4, system hours were 4793 and water reservoir level (wrl) was 4. Explained the device would give a reservoir low alert if water was needed. Disconnected pads and started therapy in manual mode. Flow rate (fr) was 1.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 53 percentage. Connected pads one at a time. Right thigh pads (0.6lpm, -7.3psi, 31 percentage), right chest pads (1.3lpm, -7.0psi, 46 percentage), left thigh pads (2.0lpm, -7.3psi, 57 percentage) and left chest pads (no water seen flowing, ip -0.2psi). Removed left chest pad and placed device in automatic mode. Suggested adding one or two universal pads to the left chest if that provides adequate coverage. Flow rate (fr) with 3 pads 2.2lpm asked nurse to place left chest pad behind nursing station and no visible damage to pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to start therapy using arctic sun device but were getting a low flow alert (alert 01 and alert 01). They tried filling the reservoir, but it would not take any water. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage. Pump hours were 4107.4, system hours were 4793 and water reservoir level (wrl) was 4. Explained the device would give a reservoir low alert if water was needed. Disconnected pads and started therapy in manual mode. Flow rate (fr) was 1.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 53 percentage. Connected pads one at a time. Right thigh pads (0.6lpm, -7.3psi, 31 percentage), right chest pads (1.3lpm, -7.0psi, 46 percentage), left thigh pads (2.0lpm, -7.3psi, 57 percentage) and left chest pads (no water seen flowing, ip -0.2psi). Removed left chest pad and placed device in automatic mode. Suggested adding one or two universal pads to the left chest if that provides adequate coverage. Flow rate (fr) with 3 pads 2.2lpm asked nurse to place left chest pad behind nursing station and no visible damage to pad.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.